Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician started to insert the stent delivery system and the occlusion balloon deflated. The physician continued the case without protection. Patient is reported to be fine.